Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a one (1) minute delay in the procedure due to the reported events. Concomitant devices: one 3.0mm locking screw (part number either 04.501.112.01 or 04.501.114.01, lot number unknown).

Manufacturer narrative:
A product investigation was completed: a device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint conditions are all confirmed. The cruciform screwdriver blade (part 313.939) was received with the distal tip twisted axially in the direction of insertion. The cruciform screwdriver (part 313.96) was received with two of the four prongs on the distal tip broken off. The depth gauge (part 319.11) was received with the needle bent off axis. The damage observed on the devices is consistent with the application of significant torque beyond the yield strength of the broken screwdriver and beyond the plastic deformation limit of the screwdriver shaft and a bending force beyond the plastic deformation limit of the depth gauge. Given the unknown circumstance as the time of the damage a root cause could not be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guides, these devices are used across various plating procedures. The titanium sternal fixation system technique guide and the intermaxillary fixation (imf) screw set were reviewed and they address recommended use. The balance of the each device shows were consistent with use and is in functional condition. Thus, the complaint conditions are confirmed and consistent with the reported condition. Replication of the complaint conditions is not applicable as the devices are already damaged. A review of the current design drawing / manufactured revision for the screwdriver blade, the screwdriver, and the depth gauge was performed. The blade component of the screwdriver and the needle component of the depth gauge were also reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 21, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient underwent a sternal reconstruction procedure on (B)(6) 2016. During the procedure, several issues were encountered with the instrumentation. The cruciform of a 2.4/3.0mm cruciform screwdriver blade with hex coupling would not match with the cruciform on the screw as the end of the driver was crooked. Then, a cruciform screwdriver broke as the surgeon was placing a screw into the plate. The broken piece was located, retrieved, and discarded. An alternate screwdriver was available for use to complete that portion of the procedure. It was also noted that a depth gauge for mini-screws was crooked/bent. This particular issue was discovered when it came time to use the instrument, but the surgeon proceeded to use the crooked/bent device without issue. The procedure was completed with no reports of surgical delay. Concomitant devices reported: screws (part/lot numbers unknown, quantity: unknown), plate (part/lot numbers unknown, quantity: 1). This report is 2 of 2 for com-(B)(4).